Event description:
Hcp reports patient experienced withdrawal symptoms including pain, increase of spasms, and weight loss. At refill a volume discrepancy was noted the full amount of the last refill was withdrawn. Pump and catheter were tested after experiencing above symptoms. Pump testing revealed no problems. Catheter was occluded. Patient chose to not to have catheter replaced. Patient had entire system explanted and was placed on oral medications.